Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for two patient. The patient samples were retested and the results were within the normal reference range. The corrected results were reported outside the laboratory. The initial erroneously elevated results were reported outside the laboratory. The customer indicated that these results were generated during the time frame when they were having instrument issues. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2009 inspecting the instrument for wash valve motor errors. The fse cleaned the wash pump and valve and the wash valve motion error kept occurring. The fse found the wash pump home sensor wires were corroded and replaced the sensor. The fse then performed a system check to confirm instrument functionality it passed within specifications. Customer indicated that they have not seen any occurrence on erroneous results since instrument was serviced. Although hardware issues were addressed, a definitive root cause could not be determined for this event. This is two of two separate MDR reports related to two patient events associated with a single malfunction report. Reference MDR numbers MDR 2122870-2011-02161 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.